Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the touch screen froze while in use on a patient. The customer reported the touch screen is locked up and will not respond to touch. No patient harm was reported.